Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix took many turns to extend initially. The physician took the lead out to retract the helix but was unable to extend it again. The replacement rv lead had poor sensing as it was moved throughout the heart with no adequate signal. The second lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the lead was returned with the helix bent, damage at implant. But the electrical continuity test results were passed. No insulation breach or fracture were found. If information is provided in the future, a supplemental report will be issued.